Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had delivered an inappropriate therapy when it misdetected a sinus tachycardia (st) event as a fast ventricular tachycardia (fvt) episode. Reprogramming was completed and the device remains in use. No further patient complications have been reported as a result of this event.